Event description:
Auto tourniquet used for IV reginal block. After block was done the pt's hand arm was found to be cyanotic and ecchymotic with petechia. Pt's surgery was cancelled and pt was hospitalized for observation. Pt has not suffered any long term effects. Pt has full range of motion in hand.